Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. The unit was received with minor scratches on lcd window. The unit was received with cracked battery tube threads and belt clip slot.

Event description:
Customer reports to have high blood glucose in the evenings and low blood glucose at nights for three months. Healthcare professional adjusted settings, and problem still continued. Customer's blood glucose at the time of call was unknown. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were incorrect, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing, and cannula was not bent. Customer states he was hospitalized two weeks prior for non-diabetes related issues. Customer did not have tubing clamp in order to perform high pressure test. High pressure test would not be performed as insulin pump woul be replaced per healthcare professional's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)